Event description:
A 64 yr old female was admitted to the emergency room with chest pain. The subject device was set at 30 ml/hr with a 500cc bag of heparin. Four hrs into the infusion, the clinician determined by an undisclosed means that more fluid had been delivered than programmed. The pt's ptt level was reported to be over 300. 50mg of protamine was administered. The pt exhibited no adverse effects.